Manufacturer narrative:
Qc was within the established ranges prior to the event. It is unknown if qc was run after the event before the recalibration. When the anion gaps were flagged again later, the customer contacted bci. Bci hotline had the customer perform routine flow cell cleaning. The customer used a fresh bottle of bleach. This resolved the problem. Service confirmed that the customer had previously been using an expired bottle of bleach to perform the maintenance. The fresh in-date bleach resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erratic sodium (na) results generated by unicel dxc 800 synchron clinical system. Low anion gaps alerted the lab to the issue with erratic sodium results, and the results were not reported out of the laboratory. The system was recalibrated and repeat tests were performed. The repeat results were reported out of the laboratory. There was no effect to patient or user.